Manufacturer narrative:
Additional information has been received from the reporter who confirmed that they have eliminated the reported viscoelastic product from any suspect of this reported event. The facility reporter confirmed that they experienced two cases of corneal edema after having discontinued the reported viscoelastic. While the actual root cause of their ten cases of corneal edema as originally reported in the initial MDR remains unknown, they have confirmed that it is not related to the subject viscoelastic product.(B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that viscoelastic product was used during ten separate surgeries in which all patients have experienced ongoing and irreversible post-operative corneal edema. Additional information has been requested.